Event description:
It was reported that the fuse of the power supply worked loose and therefore the device continued its operation with the internal battery. It was reported that the nurse realized that the pt was not adequately ventilated after a few hrs. It was also reported that the device punctually indicates the battery depletion by optical and audible alarm.